Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was not present after sensor was removed. Customer¿s blood glucose was 140 mg/dl at the time of incident. The sensor was not returned for analysis.